Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d10 ¿ it was initially reported in error the device was not to be returned. The device was to be returned and was received on 14aug2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned to cook for investigation. During investigation, the stiffening cannula was confirmed to be lodged in the catheter. After relaxing the catheter off of the stiffening cannula at the distal tip, the cannula was able to be removed without resistance. All dimensions deemed relevant to the reported failure mode were analyzed and determined that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) of the complaint lot was also conducted. From the review, no non-conformances relevant to the reported failure mode were recorded. A software search for complaints on the reported lot found no additional complaints from the field. At this time, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: radiology tech. PMA/510(k) #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was placed in an unknown patient for a biliary drainage procedure. As reported, the catheter was flushed and the stiffening cannula was placed without incident. However, the stiffening cannula "will not come out of the biliary catheter." The device was removed and there were no adverse effects to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.